Event description:
It was reported that this right ventricular (rv) lead presented high out of range impedance measurements and the programmed amplitude provided intermittent sensing, with a fracture been the suspected root cause of the issues, so the device settings were reprogrammed and adjusted to ensure therapy delivery. The patient did not report any symptoms and they would be followed and monitored. The lead remains in service. No additional adverse patient effects were reported.